Manufacturer narrative:
The gehc service representative replaced the adjustable pressure limiting valve, and the unit was returned to service. No report of patient involvement.

Event description:
The gehc service representative reported the unit was delivering higher sustained pressure than requested. There was no report of patient involvement.